Manufacturer narrative:
(B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The serial number was documented as unknown in the initial report. The serial number has been updated to (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to march 21, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor power was too low, motor seized and not functioning. It was further noted that the device failed pre-test for off/oscillation/on switch mode function, oscillation angle, switching function, triggers and electronic control unit function and compatability check between the small battery drive device and the small battery drive device ii. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was observed that the small battery drive device stopped working during the operation. It was further reported that the battery was changed but still did not go. It was reported that there was a five minute delay to the surgical. An identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.